Event description:
Reportedly, the remote monitor and the wirex pairing failed in february 2020. A health check failed on the 8 april 2020, so the patient was unpaired from the old device and repaired to a new remote monitor and wirex. The old wirex was still showing two bars of reception and it was unlikely linked to the failure.

Event description:
Reportedly, the remote monitor and the wirex pairing failed on (B)(6) 2020. A health check failed on (B)(6) 2020, so the patient was unpaired from the old device and repaired to a new remote monitor and wirex. The old wirex was still showing two bars of reception and it was unlikely linked to the failure.